Event description:
It was reported that during a device upgrade procedure, the right atrial lead exhibited an insulation break. The physician noted that the insulation damage appeared to be due to the use of electrocautery used during a previous device upgrade attempt. The lead was explanted and replaced successfully. The patient was fine post procedure.